Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing. There were no stones present in the prostate and the fiber tip remained intact. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the fiber glass cap was rotating independently of the metal cap, indicative of a glue failure. In addition, a distal circumferential fracture was also identified. A distal circumferential fracture has the potential for forward firing. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing. There were no stones present in the prostate and the fiber tip remained intact. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.